Manufacturer narrative:
The user proceeded with a sensor replacement without an authorized RMA. No material was returned to senseonics, thus no further investigation was possible.

Event description:
On april 05th 2020, senseonics was made aware of an instance where patient experienced inaccuracies in sensor readings and it was decided to offer the user a sensor replacement